Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left ventricular tachycardia ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter and a non-sjm cryoablation catheter were both used to perform ablation in the left ventricle. After ablation was completed, the patient became tachycardic and hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU; he remained stable and was discharged from the hospital. There were no alleged performance issues with any sjm device.